Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Patient complained of pain. Bone scan shows tibia loosening. Knee was revised to a tka triathlon.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding loosening of a triathlon pk baseplate was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no devices were returned for inspection medical records received and evaluation: all devices were reviewed by a consulting clinician who indicated there were no factors of faulty component design, manufacturing or materials contributing to this event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: all records were reviewed by a consulting clinician who indicated that, ¿in this obese male patient with evidence of patellofemoral and lateral compartment pathology, it is not surprising that pain would persist after medial unicondylar knee arthroplasty. Revision to a total knee arthroplasty five years post-operative was not shown to be related to factors of faulty component design, manufacturing or materials.¿ based on the information provided, the event is the result of patient factors. The exact cause of the event could not be determined because the device was not returned for evaluation. No further investigation for this event is possible at this time. If devices become available, this investigation will be reopened.

Event description:
Patient complained of pain. Bone scan shows tibia loosening. Knee was revised to a tka triathlon.